Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative went to the site to test the equipment along with the navigation system used within the procedure. The hardware, software, and instruments passed the system checkout. The representative was unable to replicate the reported issue. The system was found to be fully functional. The suspect suretrak has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a dese l4-l5 transforaminal lumbar interbody fusion (tlif), the suretrak being used was reported to have difficulties navigating. An imprecision was reported to be in the range of 5mm when using the suretrak as opposed to any other instruments introduced into the surgical field. Aside from the suretrak, the procedure continued as intended. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.